Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. It was found that the product was stained. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. ? Are there any photos of the stain available? No. ? Is it possible that the product got stained upon opening of device? Unk. ? Was the product seal on the foil still intact when the package was opened? Yes. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.